Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported an incident blood glucose value of 394 mg/dl and the current blood glucose value at the time of call was 321 mgdl. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer reported air bubbles. Troubleshooting was performed and the air bubbles were not removed even after pushing the insulin out. The customer confirmed used room-temperature insulin. Did not have a plunger available to attempt purging of air bubbles. No further patient complications were reported. Product return for mmt-332a was not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.